Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this device. Technical services (ts) was contacted, and ts informed based on the implant date the device may have been end of life (eol) and aided in troubleshooting efforts. It was later confirmed the device was at eol, and the fault code 1005 was also observed. The patient reported receiving a shock and noted one of their leads had a problem in the past, but could not inform as to what the problem was. The device was later explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.